Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to bowel on a laparoscopic right-side hemicolectomy, there was a staple line leakage discovered from the anastomoses. In addition, there was an unanticipated tissue loss as a result. Reoperation was done to correct the issue. Surgical time was extended to more than 30 minutes and incision time was also extended due to the event.